Event description:
The patient's spouse reported the patient was "feeling tingling feeling in device area toward the underarm for past few days" intermittantly. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.